Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 additional information was received reporting that the patients weight at the time of the event was (B)(6) and that the implantable neurostimulator had been replaced due to battery failure. The replacement of the ins had resolved the issue. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's original ins failed and was re-implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.